Event description:
Smile direct club aligners badly injured my daughters gums they didn't fit properly and caused swelling and bleeding additionally the aligners created a gap in her teeth that was not there prior to aligner use . When I reached out they refuse to provide the dentist that over sees her case and the state the dentist is licensed in. They refuse to compensate for additional expenses from their product not to mention serious pain it caused my daughter.